Event description:
This report summarizes 1 malfunction event, where it was reported there were exposed bare wires. There was no patient involvement.

Manufacturer narrative:
The device that was pending evaluation was not made available by the customer; the reported issue was not confirmed.

Manufacturer narrative:
This record is a consolidation of records summarized as part of the FDA voluntary malfunction summary reporting program.   1 device is pending evaluation.   There was no remedial action taken.  This device is not labeled for single use.

Event description:
This report summarizes 1 malfunction event, where it was reported there were exposed bare wires. There was no patient involvement.